Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2025. During procedure, it was found that the right atrial (ra) leadless pacemaker (lp) unable to be re-docked onto the catheter for catheter changeout. The ralp was not implanted, and an alternate near at hand was implanted instead. There were no patient consequences.

Manufacturer narrative:
The reported event of docking issue was not confirmed. The device was returned in one piece for analysis. Visual inspection and specification measurements were normal with no anomalies found. Further analysis and longevity assessment were also normal with no anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.